Manufacturer narrative:
The qa (quality assurance) investigation results were received on 15-apr-2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible it is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Death nos [death]. Tendonitis of left knee [tendonitis]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown, with osteoarthritis (kellgren and lawrence grade 4 and trace prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of one therapy of synvisc (it was reported that the age of the patient at the time of first injection of first course was (B)(6)ars). On (B)(6) 1999, the patient initiated the second course of treatment with intra-articular synvisc injection (hylan gf-20), dosage regimen not provided, in both knees. The lot number for synvisc was not provided. On (B)(6) 1999, the patient developed synovitis of left knee. The patient experienced left knee effusion and 90 cc of turbid yellow fluid was aspirated. The patient received treatment with intra-articular celestone (betamethasone) at a dose of 02 cc and xylocaine (lidocaine) at a dose of 01 cc as treatment for synovitis of left knee and left knee effusion. On (B)(6) 1999, after duration of 24 hours, the patient recovered from synovitis of left knee. On (B)(6) 2009, the patient experienced tendonitis of left knee and received treatment with celestone and xylocaine. The therapy with synvisc was discontinued. On (B)(6) 2002, the patient underwent total knee replacement. On (B)(6) 2004, the patient expired due to an unreported cause. The outcome for the events of left knee effusion, tendonitis and total knee replacement was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of left knee and left knee effusion was assessed as moderate and intensity for the event of unreported cause of death was assessed as severe. The intensity for the events of tendonitis of left knee and total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definite and between synvisc and the events of tendonitis of left knee, total knee replacement and unreported cause of death as unrelated. The relationship between synvisc and the event of left knee effusion was not provided by the reporting physician. Follow-up information was received on (B)(6) 2013 and the patient's initials were reported as (B)(6).